Event description:
The customer observed a falsely decreased hemoglobin result while using the cell-dyn ruby analyzer. The customer indicated an initial result of 6.84 g/dl and a retest of 11.8 g/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the customer data supported that the imprecise results were generated due to poor mixing of the sample. This was supported by other results generated and provided by the customer. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the event details and evaluation, no product deficiency and no malfunction were identified with the cell-dyn ruby analyzer.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.